Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for low, out of range pacing impedance was observed. Several episodes of atrial lead noise were observed since (B)(6) 2017, suggesting insulation abrasion. The clinician noted the patient barely uses the device. Isometrics, programming changes, and monitoring the lead were discussed.

Event description:
New information received notes that the lead will continue to be monitored. There were no patient consequences.